Event description:
Part of tampon is inside body - vagina [foreign body in reproductive tract]. Tampon incomplete [device breakage]. When removed tampon incomplete [complication of device removal]. Case description: consumer reported via e-mail that when she removed tampon, it was incomplete and part of tampon remained in body. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.